Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient fell disassociating the socket shell from stem. The surgeon revised with a monoblock, +8mm spacer, +4mm 32mm insert and a 32/neu head.